Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and over sensing. The pulse generator was re-programmed to the vvi mode.

Event description:
New information on (B)(6) 2014 indicates the lead continues to exhibit noise. The lead remained implanted and would be monitored.